Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The patient reported that she had been having problems with her ins and her healthcare provider (hcp) recommended she call the manufacturer to make an appointment with a local manufacturer¿s representative (rep). No further complications were reported.